Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. As a precaution, physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer recognized the connection of the defibrillation hard paddles assembly. There was no report of any patient use associated with the reported issue.